Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the emergency room with a heart rate in the 30's. Furthermore, the patient's right ventricular (rv) lead exhibited low out of range pacing impedance measurement and loss of capture. Rv pacing output was increased and a revision procedure was performed the following day in which this lead was surgically abandoned and replaced. There was no asystole greater than two seconds. No additional adverse patient effects were reported. This product is no longer in service.